Event description:
Caller alleged discrepant results with inratio meter versus lab. Set - 1, meter - 3.6, lab - 5.6; 2, 2.7, 5.7. Testing for set 1 was within 30 minutes of lab draw. Set 2 was performed on another day with another patient.

Manufacturer narrative:
The values of 3.6 and 5.6 were obtained within 30 minutes of each other. The time elapsed between the results of 2.7 and 5.7 (different patient) was not given. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set - 1, meter - 3.6, lab - 5.6, mean - 4.6, confidence limits - 2.6-6.9; 2, 2.7, 5.7, 4.2, 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Investigation is pending. Device is expected to be returned for further evaluation,